Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic after an unrelated procedure. Upon interrogation of the patient's pacemaker, it was noted that the device was incorrectly stating that the elective replacement indicator was reached around 2013. Programming changes were made and the device was successfully restored. The patient was stable throughout the event.